Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, pain, esophageal spasms, vomiting, shortness of breath, and gerd symptoms, leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred on (B)(6) 2017 at (B)(6). -patient admitted to emergency room (ER) on (B)(6) 2017 for dysphagia, and "extreme " shortness of breath. Imaging and labs were normal and patient discharged in stable condition. -patient admitted to ER on (B)(6) 2017 for severe dysphagia, vomiting, and shortness of breath. -patient admitted to ER on (B)(6) 2017 for epigastric abdominal pain. -patient had an esophagogastroduodenoscopy (egd) with balloon dilation on (B)(6) 2017 showing "minimal distal esophagitis and mild gastritis." "Good separation " of device magnets were observed (dilated to 6 atmospheres and 16mm in diameter) and passage of scope "without difficulty". -device explant due to dysphagia, pain, esophageal spasms, vomiting, shortness of breath, and gerd symptoms occurred on (B)(6) 2017 at (B)(6). -no data that shortness of breath is related to the linx device implant. It is noted that the symptom could be a result of other conditions, as listed. -"significant adhesions" were observed requiring at least 35-40 minutes of dissection". -device was found in the correct position/geometry at time of removal. -patient reported symptoms had resolved a "couple weeks" post linx device explant. -patient returned "a couple weeks later" with dysphagia symptoms after initial resolution.